Manufacturer narrative:
We have not received the patch for investigation since it has been discarded by the user. At this time, we could not confirm if the bovine patch that was used in the procedure was a xenosure bovine patch that are manufactured by lemaitre vascular, inc. This report is being submitted since the sales rep. Suspect the bovine patch to be a xenosure bovine patch since the surgeon uses these patches. During the follow-up investigation, we were informed that there were no any damage to the packaging box. The blood culture was positive for staphylococcus aureus. Staphylococcus aureus is known to be highly susceptible to destruction from our glutaraldehyde sterilization process. Further, our studies have shown that the hardest to sterilize/remove bacteria for our process are the bacillus and clostridium strain for which we have conducted extensive validation work to prove effectiveness of the sterilization process. These facts indicate that these strains could not survive through our sterilization process or storage in the storage solution and indicates that the source of infection is some other cause. Please note that we have also submitted manufacturer report number 1220948-2021-00044 relating to other case of infection that occurred at the same hospital. While the root cause(s) of this incident remains inconclusive, we do believe that it is highly unlikely that the xenosure patch contributed to the incident.

Event description:
The surgeon informed sales rep. That two of his patients who had a bovine patch implant needed re-intervention. The surgeon however does not explicitly mention they were the xenosure bovine patches that were used in the procedures. This is report 1 of 2. The patient had a right femoral pseudoaneurym requiring cfa and previous patch excision. The repair was completed with artegraft interposition. Blood culture was positive for staphylococcus aureus.